Manufacturer narrative:
The reported failure of vent service required alarm indicating the device software detected a large pressure drop between the monitor and outlet pressure sensors is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received a report that a trilogy evo ventilator was returned for service. There were no reports or allegations of patient harm or injury. The device was evaluated at a third-party service center. Review of the error logs identified a ¿vent service required¿ alarm indicating the device software detected a large pressure drop between the monitor and outlet pressure sensors. To correct the issue, the blower and machine flow sensor were replaced. In addition, evidence of heavy dirt contamination was observed. Following completion of the service activities, the device passed all functional and performance testing.